Event description:
Boston scientific received information that the ventricular tachycardia mode of this implantable cardioverter defibrillator (ICD) was set to monitor only. Attempts to obtain pertinent additional information were unsuccessful. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.